Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified proximal right coronary artery. A 2.00mm x 12mm nc emerge balloon catheter was advanced for pre-dilation. However, during inflation, the balloon ruptured. Subsequently, a 3.00 x 16mm synergy ii drug-eluting sent was advanced to treat the lesion. However, upon full inflation, the balloon ruptured and the stent was deployed, well opposed to the vessel wall. Another 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during the second inflation, the balloon rupture. The procedure was completed with a different device. No patient complications were reported and the patient status was good/stable.